Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to the fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim for unknown reasons.

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. It was reported that a letter from court was received. The reason for the patient's claim were not reported. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on june 07, 2016 to enter additional information which had been received on may 17, 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 code p on the left side on (B)(6) 2008. The patient was revised on (B)(6) 2012 due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. (B)(4). New information does not change the investigation-results of this incident, a follow up report will be submitted when additional information becomes available. (B)(4).

Event description:
It has now been reported that the patient was implanted on the left side. Subsequently, the patient underwent to revision surgery due to wear of the acetabular component.